Event description:
A manufacturing representative for a patient whose indication for use is parkinsonian tremor reported they were meeting with the patient in the emergency room on (B)(6) 2016. The patient had begun having symptoms of walking difficulties and had become dyskinetic starting on (B)(6) 2015. The patient was taking more medications to try and address the symptoms; extra doses of parkinson's disease medications to compensate for intermittent loss of therapy. An out of regulation (oor) was seen on the clinician programmer when interrogating the right implantable neurostimulator (ins) on (B)(6) 2016. The patient had seen a call your doctor screen. The programming mode was voltage. The patient was programmed to 8-c+, 1.5v, 80us, 110hz and the ins was at 2.79v. All impedance were normal when measured multiple times. However, every 3rd or 4th impedance measure they would see elevated impedance in the 8000-9000s with all pairs involving electrode 8; it was later noted that the range was 8500-9800 and high impedance was intermittent. They had tried manipulating the pocket and pocket behind the ear when taking impedance measurements. They reconfigured the right brain programming to 11+9-, normal electrode impedance. The oor message had resolved. The patient had improved walking and would schedule an appointment with their follow up physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.